Manufacturer narrative:
The devices were returned for evaluation, and the complaint was confirmed. Per the product label, the devices are indicated for single use. As part of the complaint intake it was stated that the devices have been in use since 2020, indicating the end users are re-using the devices which is considered off-label use. The product was not designed for multiple uses and multiple sterilization cycles which have the potential to impact the strength of the loops that attach to the handles. The root cause is user customer misuse. If any additional relevant information is identified, it will be submitted in a supplemental report.

Manufacturer narrative:
The device has been returned for evaluation. The investigation is ongoing. Once additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "we are receiving complaints from various hospitals with regard to giglisaw wire getting broken easily while cutting the bone during procedures."